Event description:
The physician reports that the crystalens haptic tore when delivering the lens using the staar surgical lens injector system. Intervention was performed intraoperatively to enlarge the original incision, remove the damaged iol, and suture the incision. Delivery with a second crystalens was attempted, but this lens haptic was also damaged by the injector during delivery. A third crystalens was implanted successfully using forceps. The patient's prognosis is good, corneal edema was reported postoperatively, but is now improving.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings. Root cause: according to the physician the cause of the lens damage was related to use of the lens injector system where the foam tip plunger overrode the iol. Reference MDR# 2031924-2007-00246 for the second crystalens iol damage report.